Event description:
Procedure: unk. Reportedly, the balloon was deflating and the trocar was not stable. The device was secured to the skin with a thread and the leaks were compensated by additional insufflation; when the trocar was removed, it was broken.